Event description:
It was reported that the device had shortened longevity due in part the high left ventricular (lv) lead thresholds. The high lv threshold was a result of the lead placement which had caused acute diaphragmatic stimulation. The higher output settings were not "ideal" but necessary because of the lead placement and diaphragmatic stimulation. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 4076 implantable pacing lead, (B)(6) 2005. A 6949 implantable tachy lead, 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.